Event description:
Information was received from a consumer and health care provider (hcp) regarding a patient receiving unknown medications(s) at unknown dose/concentrations at the time of the event via an implantable infusion pump for spinal pain. It was reported the patient's pump kept flipping and as a result was sutured down in 2015. The exact dates were not provided. The office notes provided between (B)(4) 2014 and (B)(6) 2016 did not address pump flipping. Per the patient's hcp, the cause of the flipping was not determined. It also was not known if the patient's withdrawal symptoms reported in manufacturer report # 3004209178-2016-04813 were related to the pump flipping. No symptoms were reported related to the report of the pump flipping. No further information regarding the pump flipped was provided as well. From office notes dated (B)(6) 2014, the patient had the following pre-operative diagnoses: chronic pain syndrome, postlaminectomy lumbar and cervical region syndrome, degeneration of cervical intervertebral disc, high cholesterol, asthma, cervical radiculopathy, cervicalgia, radicular syndrome of lower limbs, fibromyalgia, unspecified site of sacroiliac region sprain and strain, personal history of arthritis, sulfonamide allergy, celebrex allergy, cymbalta allergy, plavix allergy, tape allergy, tubal ligation sterilization status, and a surgical history of a cervical spinal fusion, appendectomy and hysterectomy. The postoperative diagnosis was listed as chronic pain syndrome. Additional allergies within the notes included trazodone, flubiprofen, chromium and bextra. Per a note on (B)(6) 2015, the patient had previous right sided carpal tunnel surgery on the right side. She continued to take occasional oxycodone but less than one a day. She used xanax as needed. Surgical history per the note also consisted of a cervical fusion c5-c6 in 1994. The patient's low back pain dated back to a go cart accident in 1999. She also had a motor vehicle accident in 2002. She was at the time of the note disabled. It was noted the patient used a lidoderm patch on a regular basis and had been using flexeril as needed per a note from (B)(6) 2015. She continued to have a significant amount of underlying anxiety/depression. A previous MRI scan revealed degenerative cervical disc disease with evidence of cervical fusion c5-c6. The patient had most significant degenerative changes in at c7-t1 level. There was also evidence of foraminal stenosis. There was also a left sided paracentral osteophyte disc complex at c6-c7. The patient also had a history of raynaud's phenomenon, spinal stenosis of their lumbar spine as well as cervical spinal stenosis. Past medical history included fatigue as well and a MRI from (B)(6) 2014 noting previous history as previously reported: broad based left posterior disk protrusion at the c6-c7 with mild left lateral recess and neural foraminal narrowing. Past surgical history also included a bladder sling and hysterectomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.